Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 15mm x 2.5mm maverick 2 balloon burst at 10 atm. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).